Event description:
A site rep reported, the vertek arm would no longer tighten. This event did not occur during surgery, there was no pt was present.

Manufacturer narrative:
No pt was present at time of event. The affected part has not been received to the MFR for eval.